Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), infection ("serious infections") and genital haemorrhage ("heavy and unusual bleeding") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), fatigue ("severe fatigue") and fibromyalgia ("fibrormyalgia"). The patient was scheduled to undergo hysterectomy to remove essure on (B)(6) 2017. At the time of the report, the pelvic pain, infection, genital haemorrhage, abdominal pain, nausea, hormone level abnormal, abdominal distension, fatigue and fibromyalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, nausea and pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), infection ("serious infections"), genital haemorrhage ("heavy and unusual bleeding"), auto-immune disorder ("auto-immune issues") and ectopic pregnancy with contraceptive device ("an unintended pregnancy/pregnancy was a tubal") in a (B)(6) year-old patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lode" and device damage "one of the coils was twisted so doctor had to insert another coil". The patient's past medical history included multi gravida, parity 3, delivery in (B)(6), delivery in (B)(6), delivery on (B)(6) and miscarriage. Concurrent conditions included overweight. Concomitant products included levonorgestrel (mirena) in (B)(6) 2017 for menorrhagia. In (B)(6) 2012, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/ severe lower back pain/lower back pain") and arthralgia ("severe joints pain/ joint"). In (B)(6) 2013, the patient experienced vulvovaginal pain ("severe vaginal pain"). In (B)(6) 2013, the patient experienced pain ("body aches"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), fatigue ("severe fatigue"), fibromyalgia ("fibromyalgia"), menorrhagia ("heavy menstrual bleeding"), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), swelling ("swelling throughout her body"), bacterial vaginosis ("bacterial vaginosis due to her device implantation"), vaginal haemorrhage ("vaginal bleeding"), medical device discomfort ("discomfort discharge"), vaginal discharge ("discharge") and complication of device insertion ("complications and insert"). The patient was treated with rizatriptan (maxalt) and surgery (she is scheduled to undergo hysterectomy to remove essure on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, genital haemorrhage, abdominal pain, nausea, hormone level abnormal, abdominal distension, fatigue, fibromyalgia, autoimmune disorder, back pain, menorrhagia, ectopic pregnancy with contraceptive device, weight increased, swelling, bacterial vaginosis, vaginal haemorrhage, medical device discomfort, vaginal discharge, vulvovaginal pain, arthralgia, migraine and pain was resolving and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, complication of device insertion, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, medical device discomfort, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure confirmation. Most recent follow-up information incorporated above includes: on 08-jan-2018: new events autoimmune issues, one of the coils was twisted so doctor had to insert another coil, lower back pain/ severe lower back pain/ lower back pain, pelvic cramping/ cramping pelvic, heavy menstrual bleeding, an unintended pregnancy/ pregnancy was a tubal, weight gain, swelling, bacterial vaginosis due to her device implantation, vaginal bleeding, discomfort, discharge, severe vaginal pain), severe joints pain/ joint) and migraine were added. Reporters, patient details, other relevant history and lab data were added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), infection ("serious infections"), genital haemorrhage ("heavy and unusual bleeding"), autoimmune disorder ("autoimmune issues") and ectopic pregnancy with contraceptive device ("an unintended pregnancy/pregnancy was a tubal") in a (B)(6) year-old female patient (gravida 6, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lode" and device damage "one of the coils was twisted so doctor had to insert another coil". The patient's past medical history included multi gravida, parity 3, delivery in 1995, delivery in 1998, delivery on (B)(6) 2012, miscarriage, cholecystectomy, appendectomy, colporrhaphy (anterior-posterior colporrhaphy), device insertion failed (she underwent her first essure in 2012, but this failed. She then had a 2nd attempt, which was seemingly unsuccessful. She did not return for the following hsg after her 2nd essure.) And cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos, gabapentin and lyrica. Past adverse reactions to the above products included swelling with lyrica; and vision blurred with gabapentin. Concurrent conditions included overweight, anxiety, gerd, vitamin deficiency nos, migraine aura, midcycle bleeding, bloating, secondary dysmenorrhea, uterine hypertrophy, iron deficiency anemia and hemorrhagic anemia. Family history included asthma (mother), heart attack (father), hypertension (mother, father), anxiety (mother), seizures (sister) and diabetes mellitus (maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 for menorrhagia. On an unknown date, the patient started milnacipran hydrochloride at an unspecified dose and frequency. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/severe lower back pain/lower back pain") and arthralgia ("severe joints pain/ joint"). In (B)(6) 2013, the patient experienced vulvovaginal pain ("severe vaginal pain"). In (B)(6) 2013, the patient experienced pain ("body aches"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), fatigue ("severe fatigue"), fibromyalgia ("fibrormyalgia"), menorrhagia ("heavy menstrual bleeding"), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), swelling ("swelling throughout her body"), bacterial vaginosis ("bacterial vaginosis due to her device implantation"), vaginal haemorrhage ("vaginal bleeding"), discomfort ("discomfort discharge"), vaginal discharge ("discharge") and complication of device insertion ("complications and insert"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with rizatriptan (maxalt) and surgery (total vaginal hysterectomy, bilateral salpingectomy, posterior culdoplasty and diagnostic cystoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, infection, genital haemorrhage, abdominal pain, nausea, hormone level abnormal, abdominal distension, fatigue, fibromyalgia, autoimmune disorder, back pain, menorrhagia, ectopic pregnancy with contraceptive device, weight increased, swelling, bacterial vaginosis, vaginal haemorrhage, discomfort, vaginal discharge, vulvovaginal pain, arthralgia, migraine and pain was resolving and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, complication of device insertion, discomfort, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient doing well after transvaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: essure confirmation. Ultrasound scan - on an unknown date: mild uterine enlargement . On (B)(6) 2017, pathology report, revealed formalin labeled ¿uterus with cervix and bilateral tubes, right with tag is a 124-gram uterus with detached fallopian tubes, right with tag, measuring 11 cm in length x 6.5 cm cornua-tocornua x 4.3 cm in depth. The uterus is symmetric. The serosa is smooth, pale-tan. The cervix is 4.3 x 3.7 cm. The ecto cervical mucosa is smooth pink-tan. The cervical os is patent, 2.0 mm in diameter. The uterus is bivalved to reveal smooth, red-tan endometrial and endocervical mucosa. The endometrial cavity is triangular and the endometrium is 2.0 mm in thickness. No polyps or discrete lesions are identified. The myometrium ranges in thickness from 7.0 mm at the lower uterine segment to 1.7 cm at the corpus. Transverse serial sections reveal a single white-tan, well-circumscribed nodule, 5.0 mm in greatest dimension. The cut surfaces are whorled white-tan. There are no areas of hemorrhage or necrosis. The remaining myometrium is smooth, pink-tan. The right fallopian tube is smooth red-tan, 4,4 cm in length x 4.0 mm in diameter. The fimbriated end is red-tan. The left fallopian tube is 3.7 cm in length x 4.00 mm in diameter. The fimbriated end is red tan. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, fibromyalgia; menorrhagia, complication of device insertion and pelvic pain. ¿ most recent follow-up information incorporated above includes: on 5-feb-2018: follow up from m.r.-this case is medically confirmed. Historical condition and family history was added. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), infection ("serious infections"), genital haemorrhage ("heavy and unusual bleeding"), autoimmune disorder ("autoimmune issues") and ectopic pregnancy with contraceptive device ("an unintended pregnancy/pregnancy was a tubal") in a 44-year-old female patient (gravida 6, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lode" and device damage "one of the coils was twisted so doctor had to insert another coil". The patient's past medical history included multi gravida, parity 3, delivery in 1995, delivery in 1998, delivery on (B)(6) 2012, miscarriage, cholecystectomy, appendectomy, colporrhaphy (anterior-posterior colporrhaphy), device insertion failed (she underwent her first essure in 2012, but this failed. She then had a 2nd attempt, which was seemingly unsuccessful. She did not return for the following hsg after her 2nd essure.) And cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos, gabapentin and lyrica. Past adverse reactions to the above products included swelling with lyrica; and vision blurred with gabapentin. Concurrent conditions included overweight, anxiety, gerd, vitamin d deficiency, migraine with aura, midcycle bleeding, bloating, secondary dysmenorrhea, uterine hypertrophy, iron deficiency anemia and hemorrhagic anemia. Family history included asthma (mother), heart attack (father), hypertension (mother, father), anxiety (mother), seizures (sister) and diabetes mellitus (maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 for menorrhagia as well as aripiprazole (abilify), bupropion (wellbutrin), lorazepam (ativan), oxycocet (percocet) and tizanidine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibrormyalgia"), back pain ("lower back pain/severe lower back pain/lower back pain") and arthralgia ("severe joints pain/ joint"). In (B)(6) 2013, the patient experienced vulvovaginal pain ("severe vaginal pain"). In december 2013, the patient experienced pain ("body aches"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), fatigue ("severe fatigue"), menorrhagia ("heavy menstrual bleeding"), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), swelling ("swelling throughout her body"), bacterial vaginosis ("bacterial vaginosis due to her device implantation"), vaginal haemorrhage ("vaginal bleeding"), discomfort ("discomfort discharge"), vaginal discharge ("discharge") and complication of device insertion ("complications of device insertion"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with rizatriptan (maxalt), milnacipran hydrochloride and surgery (total vaginal hysterectomy, bilateral salpingectomy, posterior culdoplasty and diagnostic cystoscopy). Essure was removed on 1-nov-2017. In november 2017, the abdominal pain lower had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain and pain had resolved, the infection, nausea, hormone level abnormal, abdominal distension, fatigue, fibromyalgia, autoimmune disorder, menorrhagia, ectopic pregnancy with contraceptive device, weight increased, swelling, bacterial vaginosis, vaginal haemorrhage, discomfort, vaginal discharge, arthralgia and migraine was resolving and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, complication of device insertion, discomfort, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient doing well after transvaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in april 2013: essure confirmation ultrasound scan - on an unknown date: mild uterine enlargement on 03-nov-2017, pathology report, revealed formalin labeled ¿uterus with cervix and bilateral tubes, right with tag is a 124-gram uterus with detached fallopian tubes, right with tag, measuring 11 cm in length x 6.5 cm cornua-tocornua x 4.3 cm in depth. The uterus is symmetric. The serosa is smooth, pale-tan. The cervix is 4.3 x 3.7 cm. The ecto cervical mucosa is smooth pink-tan. The cervical os is patent, 2.0 mm in diameter. The uterus is bivalved to reveal smooth, red-tan endometrial and endocervical mucosa. The endometrial cavity is triangular and the endometrium is 2.0 mm in thickness. No polyps or discrete lesions are identified. The myometrium ranges in thickness from 7.0 mm at the lower uterine segment to 1.7 cm at the corpus. Transverse serial sections reveal a single white-tan, well-circumscribed nodule, 5.0 mm in greatest dimension. The cut surfaces are whorled white-tan. There are no areas of hemorrhage or necrosis. The remaining myometrium is smooth, pink-tan. The right fallopian tube is smooth red-tan, 4,4 cm in length x 4.0 mm in diameter. The fimbriated end is red-tan. The left fallopian tube is 3.7 cm in length x 4.00 mm in diameter. The fimbriated end is red tan. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, fibromyalgia; menorrhagia, complication of device insertion and pelvic pain. ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-sep-2018: quality safety evaluation of ptc. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), infection ('serious infections'), genital haemorrhage ('heavy and unusual bleeding'), autoimmune disorder ('autoimmune issues') and ectopic pregnancy with contraceptive device ('an unintended pregnancy/pregnancy was a tubal') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lode" and device physical property issue "one of the coils was twisted so doctor had to insert another coil". The patient's medical history included multi gravida, parity 3, delivery in 1995, delivery in 1998, delivery on (B)(6) 2012, miscarriage, cholecystectomy, appendectomy, colporrhaphy (anterior-posterior colporrhaphy), device insertion failed (she underwent her first essure in 2012, but this failed. She then had a 2nd attempt, which was seemingly unsuccessful. She did not return for the following hsg after her 2nd essure.) And cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos, gabapentin and lyrica. Past adverse reactions to the above products included swelling with lyrica; and vision blurred with gabapentin. Concurrent conditions included overweight, anxiety, gerd, vitamin d deficiency, migraine with aura, midcycle bleeding, bloating, secondary dysmenorrhea, uterine hypertrophy, iron deficiency anemia and hemorrhagic anemia. Family history included asthma (mother), heart attack (father), hypertension (mother, father), anxiety (mother), seizures (sister) and diabetes mellitus (maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 for menorrhagia as well as aripiprazole (abilify), bupropion hydrochloride (wellbutrin), lorazepam (ativan), oxycodone hydrochloride;paracetamol (percocet) and tizanidine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibrormyalgia"), back pain ("lower back pain/severe lower back pain/lower back pain") and arthralgia ("severe joints pain/ joint"). In (B)(6) 2013, the patient experienced vulvovaginal pain ("severe vaginal pain"). In (B)(6) 2013, the patient experienced pain ("body aches"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient experienced infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), abdominal distension ("bloating"), fatigue ("severe fatigue"), menorrhagia ("heavy menstrual bleeding"), swelling ("swelling throughout her body"), bacterial vaginosis ("bacterial vaginosis due to her device implantation"), vaginal haemorrhage ("vaginal bleeding"), discomfort ("discomfort discharge"), vaginal discharge ("discharge"), complication of device insertion ("complications of device insertion") and menstrual disorder ("unusual periods"), was found to have hormone level abnormal ("hormonal fluctuations") and weight increased ("weight gain") and was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with milnacipran hydrochloride, rizatriptan benzoate (maxalt) and surgery (total vaginal hysterectomy, bilateral salpingectomy, posterior culdoplasty and diagnostic cystoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain lower had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain and pain had resolved, the infection, nausea, hormone level abnormal, abdominal distension, fatigue, fibromyalgia, autoimmune disorder, menorrhagia, ectopic pregnancy with contraceptive device, weight increased, swelling, bacterial vaginosis, vaginal haemorrhage, discomfort, vaginal discharge, arthralgia and migraine was resolving and the complication of device insertion and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, complication of device insertion, discomfort, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, pain, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient doing well after transvaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure confirmation. Ultrasound scan - on an unknown date: results: mild uterine enlargement. On (B)(6) 2017, pathology report, revealed formalin labeled ¿uterus with cervix and bilateral tubes, right with tag is a 124-gram uterus with detached fallopian tubes, right with tag, measuring 11 cm in length x 6.5 cm cornua-tocornua x 4.3 cm in depth. The uterus is symmetric. The serosa is smooth, pale-tan. The cervix is 4.3 x 3.7 cm. The ecto cervical mucosa is smooth pink-tan. The cervical os is patent, 2.0 mm in diameter. The uterus is bivalved to reveal smooth, red-tan endometrial and endocervical mucosa. The endometrial cavity is triangular and the endometrium is 2.0 mm in thickness. No polyps or discrete lesions are identified. The myometrium ranges in thickness from 7.0 mm at the lower uterine segment to 1.7 cm at the corpus. Transverse serial sections reveal a single white-tan, well-circumscribed nodule, 5.0 mm in greatest dimension. The cut surfaces are whorled white-tan. There are no areas of hemorrhage or necrosis. The remaining myometrium is smooth, pink-tan. The right fallopian tube is smooth red-tan, 4,4 cm in length x 4.0 mm in diameter. The fimbriated end is red-tan. The left fallopian tube is 3.7 cm in length x 4.00 mm in diameter. The fimbriated end is red tan. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, fibromyalgia; menorrhagia, complication of device insertion and pelvic pain. ¿ quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-oct-2020: pif received: event unusual periods added. Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This retrospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), infection ("serious infections"), genital haemorrhage ("heavy and unusual bleeding"), autoimmune disorder ("autoimmune issues") and ectopic pregnancy with contraceptive device ("an unintended pregnancy/pregnancy was a tubal") in a 44-year-old female patient (gravida 6, para 3) who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: drug ineffective "lode" and device damage "one of the coils was twisted so doctor had to insert another coil". The patient's past medical history included multi gravida, parity 3, delivery in 1995, delivery in 1998, delivery on (B)(6) 2012, miscarriage, cholecystectomy, appendectomy, colporrhaphy (anterior-posterior colporrhaphy), device insertion failed (she underwent her first essure in 2012, but this failed. She then had a 2nd attempt, which was seemingly unsuccessful. She did not return for the following hsg after her 2nd essure.) And cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos, gabapentin and lyrica. Past adverse reactions to the above products included swelling with lyrica; and vision blurred with gabapentin. Concurrent conditions included overweight, anxiety, gerd, vitamin d deficiency, migraine with aura, midcycle bleeding, bloating, secondary dysmenorrhea, uterine hypertrophy, iron deficiency anemia and hemorrhagic anemia. Family history included asthma (mother), heart attack (father), hypertension (mother, father), anxiety (mother), seizures (sister) and diabetes mellitus (maternal grandmother). Concomitant products included levonorgestrel (mirena) since april 2017 for menorrhagia as well as aripiprazole (abilify), bupropion (wellbutrin), lorazepam (ativan), oxycocet (percocet) and tizanidine. In december 2012, the patient had essure inserted. In december 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("lower back pain/severe lower back pain/lower back pain") and arthralgia ("severe joints pain/ joint"). In january 2013, the patient experienced vulvovaginal pain ("severe vaginal pain"). In december 2013, the patient experienced pain ("body aches"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). On an unknown date, the patient experienced infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), hormone level abnormal ("hormonal fluctuations"), abdominal distension ("bloating"), fatigue ("severe fatigue"), fibromyalgia ("fibrormyalgia"), menorrhagia ("heavy menstrual bleeding"), ectopic pregnancy with contraceptive device (seriousness criterion medically significant), weight increased ("weight gain"), swelling ("swelling throughout her body"), bacterial vaginosis ("bacterial vaginosis due to her device implantation"), vaginal haemorrhage ("vaginal bleeding"), discomfort ("discomfort discharge"), vaginal discharge ("discharge"), complication of device insertion ("complications of device insertion") and abdominal pain lower ("cramping"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with rizatriptan (maxalt), milnacipran hydrochloride and surgery (total vaginal hysterectomy, bilateral salpingectomy, posterior culdoplasty and diagnostic cystoscopy). Essure was removed on 1-nov-2017. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain, pain and abdominal pain lower had resolved, the infection, nausea, hormone level abnormal, abdominal distension, fatigue, fibromyalgia, autoimmune disorder, menorrhagia, ectopic pregnancy with contraceptive device, weight increased, swelling, bacterial vaginosis, vaginal haemorrhage, discomfort, vaginal discharge, arthralgia and migraine was resolving and the complication of device insertion outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, complication of device insertion, discomfort, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, migraine, nausea, pain, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient doing well after transvaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in april 2013: essure confirmation ultrasound scan - on an unknown date: mild uterine enlargement on 03-nov-2017, pathology report, revealed formalin labeled ¿uterus with cervix and bilateral tubes, right with tag is a 124-gram uterus with detached fallopian tubes, right with tag, measuring 11 cm in length x 6.5 cm cornua-tocornua x 4.3 cm in depth. The uterus is symmetric. The serosa is smooth, pale-tan. The cervix is 4.3 x 3.7 cm. The ecto cervical mucosa is smooth pink-tan. The cervical os is patent, 2.0 mm in diameter. The uterus is bivalved to reveal smooth, red-tan endometrial and endocervical mucosa. The endometrial cavity is triangular and the endometrium is 2.0 mm in thickness. No polyps or discrete lesions are identified. The myometrium ranges in thickness from 7.0 mm at the lower uterine segment to 1.7 cm at the corpus. Transverse serial sections reveal a single white-tan, well-circumscribed nodule, 5.0 mm in greatest dimension. The cut surfaces are whorled white-tan. There are no areas of hemorrhage or necrosis. The remaining myometrium is smooth, pink-tan. The right fallopian tube is smooth red-tan, 4,4 cm in length x 4.0 mm in diameter. The fimbriated end is red-tan. The left fallopian tube is 3.7 cm in length x 4.00 mm in diameter. The fimbriated end is red tan. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, fibromyalgia; menorrhagia, complication of device insertion and pelvic pain. ¿ most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Concomitant drugs added. Event outcome updated from recovering to recovered. Event "cramping" added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), ectopic pregnancy with contraceptive device ('an unintended pregnancy/pregnancy was a tubal'), infection ('serious infections'), genital haemorrhage ('heavy and unusual bleeding') and autoimmune disorder ('autoimmune issues') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device physical property issue "one of the coils was twisted so doctor had to insert another coil" and device ineffective "device ineffective". The patient's medical history included multi gravida, parity 3, delivery in 1995, delivery in 1998, delivery on (B)(6)2012, miscarriage, cholecystectomy, appendectomy, colporrhaphy (anterior-posterior colporrhaphy), device insertion failed (she underwent her first essure in 2012, but this failed. She then had a 2nd attempt, which was seemingly unsuccessful. She did not return for the following hsg after her 2nd essure.) And cholecystectomy. Previously administered products included for an unreported indication: oral contraceptive nos, gabapentin and lyrica. Past adverse reactions to the above products included swelling with lyrica; and vision blurred with gabapentin. Concurrent conditions included overweight, anxiety, gerd, vitamin d deficiency, migraine with aura, midcycle bleeding, bloating, secondary dysmenorrhea, uterine hypertrophy, iron deficiency anemia and hemorrhagic anemia. Family history included asthma (mother), heart attack (father), hypertension (mother, father), anxiety (mother), seizures (sister) and diabetes mellitus (maternal grandmother). Concomitant products included levonorgestrel (mirena) since (B)(6) 2017 for menorrhagia as well as aripiprazole (abilify), bupropion hydrochloride (wellbutrin), lorazepam (ativan), oxycodone hydrochloride;paracetamol (percocet) and tizanidine. In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), fibromyalgia ("fibrormyalgia"), back pain ("lower back pain/severe lower back pain/lower back pain") and arthralgia ("severe joints pain/ joint"). In (B)(6) 2013, the patient experienced vulvovaginal pain ("severe vaginal pain"). In (B)(6) 2013, the patient experienced pain ("body aches"). In (B)(6) 2014, the patient experienced migraine ("migraine"). On (B)(6) 2015, the patient experienced autoimmune disorder (seriousness criterion medically significant). In (B)(6) 2017, the patient experienced abdominal pain lower ("cramping"). On an unknown date, the patient was found to have an ectopic pregnancy with contraceptive device (seriousness criterion medically significant), experienced infection (seriousness criterion hospitalization prolonged), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), nausea ("nausea"), abdominal distension ("bloating"), fatigue ("severe fatigue"), menorrhagia ("heavy menstrual bleeding"), swelling ("swelling throughout her body"), bacterial vaginosis ("bacterial vaginosis due to her device implantation"), vaginal haemorrhage ("vaginal bleeding"), discomfort ("discomfort discharge"), vaginal discharge ("discharge"), complication of device insertion ("complications of device insertion") and menstrual disorder ("unusual periods") and was found to have hormone level abnormal ("hormonal fluctuations") and weight increased ("weight gain"). The patient was treated with milnacipran hydrochloride, rizatriptan benzoate (maxalt) and surgery (total vaginal hysterectomy, bilateral salpingectomy, posterior culdoplasty and diagnostic cystoscopy). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the abdominal pain lower had resolved. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain, vulvovaginal pain and pain had resolved, the ectopic pregnancy with contraceptive device, infection, nausea, hormone level abnormal, abdominal distension, fatigue, fibromyalgia, autoimmune disorder, menorrhagia, weight increased, swelling, bacterial vaginosis, vaginal haemorrhage, discomfort, vaginal discharge, arthralgia and migraine was resolving and the complication of device insertion and menstrual disorder outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 6, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, arthralgia, autoimmune disorder, back pain, bacterial vaginosis, complication of device insertion, discomfort, ectopic pregnancy with contraceptive device, fatigue, fibromyalgia, genital haemorrhage, hormone level abnormal, infection, menorrhagia, menstrual disorder, migraine, nausea, pain, pelvic pain, swelling, vaginal discharge, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: patient doing well after transvaginal hysterectomy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: essure confirmation. Pathology test - on (B)(6) 2017: formalin labeled ¿uterus with cervix and bilateral tubes, right with tag is a 124-gram uterus with detached fallopian tubes, right with tag, measuring 11 cm in length x 6.5 cm cornua-tocornua x 4.3 cm in depth. The uterus is symmetric. The serosa is smooth, pale-tan. The cervix is 4.3 x 3.7 cm. The ecto cervical mucosa is smooth pink-tan. The cervical os is patent, 2.0 mm in diameter. The uterus is bivalved to reveal smooth, red-tan endometrial and endocervical mucosa. The endometrial cavity is triangular and the endometrium is 2.0 mm in thickness. No polyps or discrete lesions are identified. The myometrium ranges in thickness from 7.0 mm at the lower uterine segment to 1.7 cm at the corpus. Transverse serial sections reveal a single white-tan, well-circumscribed nodule, 5.0 mm in greatest dimension. The cut surfaces are whorled white-tan. There are no areas of hemorrhage or necrosis. The remaining myometrium is smooth, pink-tan. The right fallopian tube is smooth red-tan, 4,4 cm in length x 4.0 mm in diameter. The fimbriated end is red-tan. The left fallopian tube is 3.7 cm in length x 4.00 mm in diameter. The fimbriated end is red tan.. Ultrasound scan - on an unknown date: results: mild uterine enlargement. ¿concerning the injuries reported in this case, the following ones were reported via medical record: back pain, fibromyalgia; menorrhagia, complication of device insertion and pelvic pain. ¿ quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc. Event: lack of drug effect updated to device ineffective. Event device damage updated to device physical property issue. Incident based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.